Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, after clamping the cystic artery, the white inner part of the clip was misaligned. This resulted in improper fitting of the two parts. The procedure was immediately stopped, the stability of the cystic artery was evaluated, and after observing for any bleeding, a new absorbable ligature clip was promptly used to properly re-clamp the vessel.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, after clamping the cystic artery, the white inner part of the clip was misaligned. This resulted in improper fitting of the two parts. The procedure was immediately stopped, the stability of the cystic artery was evaluated, and after observing for any bleeding and none was found. A new absorbable ligature clip was promptly used to properly re-clamp the vessel. There was no patient injury.